Event description:
Approx a week after lefort procedure, requiring titanium plates to be implanted for stabilization and fixation of the site, the pt was reported to have hit himself in the face with a feeding syringe, breaking one titanium l-plate, requiring revision procedure to replace the broken plate.